Manufacturer narrative:
Product complaint # (B)(4). Investigation summary unable to deliver or advance : the cause of the deliver issue was determined to be patient condition as the patient had stenosis in the aorta preventing successful delivery of impella. Device history lot device lot : 1888643 device history batch sub-component lot : n/a device history review the pump s/n: (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The complainant indicated that a patient experiencing acute myocardial infarction and cardiogenic shock underwent implantation of an impella cp for mechanical circulatory support. The complainant noted that the impella cp was advanced over the wire. However, it could not be fully deployed into the left ventricle. The pigtail of the impella cp was positioned across the aortic valve but could not be advanced any further. Multiple attempts were made, all of which were unsuccessful. Consequently, a decision was reached to abort the impella cp attempt and to replace it with an intra-aortic balloon pump.